Event description:
It was reported that the unit was serviced in (B)(6) 2010, however, the customer noted the unit turning itself off after being turned on. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, but analysis did find that the main printed circuit board was out of specification. It was also noted that two side bail covers were broken.